Event description:
On (B)(6) 2013, it was reported that the up and down buttons on the patient's infusion device were not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. Due to the leaky soft component, liquid entered the pump and destroyed the functionality of the button. The down button is permanently active due to external mechanical damage. The up button passed the functional investigation successfully and complies with the specification.